Event description:
My name is (B)(6). I have mentor silicone cohesive gel implants. One has ruptured (verified via ultrasound and MRI in (B)(6) 2016). I have silicone in my lymph nodes as a result. It continues to spread throughout my body until I can have surgery to have my implants and silicone removed. Even after surgery, I will likely need other medical attention to rid the silicone from my body. Since having implants, I have developed severe hypothyroidism, thyroid masses, severe brain fog to the point where I can barely handle day to day situations let alone continue work. It seems to get worse by the day. I have been tired, weak, and constantly sick. No one told me when I received implants that there were any negative side effects, let alone rupture. No one told me my health would be extremely deteriorated due to implants. No one told me that since I don't form scar tissue to form a "capsule" to hold the implant in place, that I would need more surgeries and the implant would need to be sewed to my insides. No one tells you these things when you get implants. The surgeon told me that they were 100% safe and they are not. There are thousands, perhaps millions, of women struggling to live life due to complications and problems caused by their implants. I don't think this is right, and I don't want anyone else to go through what I've been through.